Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient left the rep a voicemail stating that the patient was electrocuted from the device and had some sort of a seizure. The rep had attempted to call the patient back and reached their voicemail.  The rep had no further details at the time.